Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed message on the screen which stated that the drawers were offline. A technical support specialist tss guided the customer through restarting the cabinet using the power switch. The allinone aio was also restarted. The tss found no failed drawers in the populate buttons screen. The customer confirmed that the user was able to log on successfully, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer shown offline and user was unable to log on. There were no delay, no adverse events or injuries reported based on this event.